Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall in 2019 (¿about (B)(6) 2019"). They went to the hospital and had x-rays taken which showed the lead wire was disconnected and touching the sciatic nerve. The patient stated that they had ¿quite a lot of problems¿ and felt terrible pain which was described as ¿feels like fire across her hips and the sciatic nerve area¿ since the fall. Their doctor was made aware of the issue in (B)(6) 2019 and it was noted that they refused to help or talk to them. The patient was sent physician listings. Follow up information received from the manufacturer¿s representative on aug. 6, 2019 reported that they met with the patient on (B)(6) 2019 for reprogramming that was requested by the healthcare professional¿s (hcp) office. It was noted that this was the first time they were notified of the patient¿s fall and that they had not been informed of the results of the x-ray that were performed. Further follow up information received on aug. 15, 2019 from the manufacturer¿s representative reported that at the time of the programming session on (B)(6) 2019, they were informed that the pati ent had fallen previously and experienced pain in the lle only (patient had a right sacral lead). The patient denied any pain in the bicycle seat area. Before any troubleshooting was performed, the patient also made the representative aware they had been instructed many days prior to turn the implant off. However, their pain was unresolved at the time. The device was turned back on to the previous settings of program 1 (3+/0-) at 1.0 amps where the stimulation was felt comfortably in the bicycle seat area per the patient. The patient denied any new or worsening pain in either the left lower extremity or in the right lower extremity at this time. An impedance check, performed at 1.0 amps felt only in the bike seat area, showed values of >4000 ohms on ¿0v1, 0v2, 0v3, 1v3, 2v3¿. A subsequent impedance check at higher amplitudes was not performed due to the patient perception threshold being reached at 1.0 amps and to prevent potential unnecessary painful stimulation in the bicycle seat area. The patient was successfully reprogrammed to program 2 (c+/2-) at 0.6 amps where comfortable stimulation felt in the bicycle seat area. The patient denied any new or worsening pain in either the left lower extremity or right lower extremity at this time. The patient was encouraged to call the hcp¿s office with any needs. The managing physician was also notified of the results. The representative also reported that when they met with the patient for reprogramming on (B)(6) 2019, prior to troubleshooting, the patient denied any change in their current perceived symptom improvement since the fall. They noted that the patient¿s current symptom improvement has remained unchanged since the time of her implant. There were no further complications reported or anticipated.